Event description:
It was reported that a patient presented remotely via merlin. Net, a pacemaker (pm) indicated a normal battery elective replacement indicator (eri) while the right ventricle (rv) lead exhibited noise over sensing which had led to pacing inhibition. On (B)(6) 2025, the pacemaker was explanted and concurrently, the rv lead and the atrial lead were capped. A new one chamber pm and new rv lead were implanted on the right side due to patient original site access was occluded. The patient was stable throughout the procedure.